Manufacturer narrative:
Device 1 of 4. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead outer tubing has some compression damage. Leads pass all testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference manufacturer report #1627487-2010-01120, reference manufacturer report #1627487-2010-01123, reference manufacturer report #1627487-2010-01125. The patient was implanted with an scs system including an ipg and percutaneous leads on (B)(6) 2008. The leads were implanted in the occipital area (off-label location). It was reported that the leads migrated from the implanted location and pulled down into the patient's back. The physician explanted the leads on (B)(6) 2009. The explanted devices were returned to the manufacturer for analysis. Follow-up on the patient found no further issues reported.